Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed the speaker test with no sounds being emitted. An alternate device was employed for the procedure. The user reported the... Was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.